Manufacturer narrative:
On 08/12/2019, mentor received additional information about the event. The patient reported that one of her implants was ruptured. The patient did not specify which side (left or right) ruptured. Material rupture will be reported in this device¿s report. The material rupture was reported in the report for the patient¿s contralateral device (manufacturer¿s report number: 1645337-2019-14999). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness, bilateral breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including headaches, pain in joints and feet, constant congestion, bilateral breast pain, tingling in hands and feet, hair loss, dry patches of skin all over body, acne on her chin, many sleepless nights, ringing in ear, and both breasts were very hard. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2018. The removed devices were discarded after explantation. This medwatch report is for the right breast prosthesis.